Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 229 mg/dl. It was reported that display screen showed an open book icon and arrow. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm and pump error 53 alarm, line number 36864 file number 0, multiple pump error 4 and pump error 54 alarms found in the formatted history, long trace, and detailed trace files. We were unable to determine the root cause. The insulin pump was received with scratched case and pillowing keypad overlay.